Event description:
It was reported that medical attention was sought on (B)(6) 2017 between 10 - 11 pm after the end user received higher than normal blood glucose results from her prodigy diabetes meter. The end user was dehydrated, sweating, unresponsive and felt like her blood glucose had dropped too low. The paramedics were called and performed a blood glucose test with their meter and received a reading of 35 mg/dl. The end user was given IV fluids and transported to the ER. Upon arrival to the ER her blood glucose was 34 mg/dl. The end user was admitted to the hospital and additional IV fluids were administered to assist in stabilizing her blood glucose levels. The end user remained hospitalized for an undisclosed amount of time. No further details were provided in relations to this medical event.